Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. No motor error alarms were noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that the customer received a motor error alarm during bolus. Customer's blood glucose was 232 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.